Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the third firing during a laparoscopic partial colectomy, the handle part was locked and could not be moved. Another device was used to complete the case. There was no patient injury.